Event description:
It was reported during a ptca/stent procedure that the stent was successfully deployed in the mid left anterior descending. A slight dissection was noted distal to the stent. The dissection was not treated and the pt left the cath lab in stable condition. The pt returned to the cath lab thirty minutes later experiencing chest pain. The newly implanted stent had become occluded. The stented area was dilated again. Reportedly, the pt is doing fine.